Event description:
It was reported that the patient enrolled in a clinical study underwent bilateral hip arthroplasty procedure on (B)(6) 2003. Subsequently, a right hip revision procedure was performed to remove and replace the acetabular cup on (B)(6) 2012 due to unknown metal complications. A review of invoice history confirmed the modular head was also removed and replaced during the revision procedure. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain, fluid collection and elevated metal ion levels. The operative notes confirm that the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure has been performed. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient enrolled in a clinical study underwent bilateral hip arthroplasty procedure on (B)(6) 2003. Subsequently, a right hip revision procedure was performed to remove and replace the acetabular cup on (B)(6) 2012 due to unknown metal complications. A review of invoice history confirmed the modular head was also removed and replaced during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01317-1 & 02860).